Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 500 mg/dl. Reportedly, the customer was admitted into the hospital and received treatment of intravenous fluids of insulin. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer.